Event description:
The customer reported that the ventilator vt is out of range, too low. Vte = 354 while set value was 500. No patient involvement.

Manufacturer narrative:
(B)(4). The customer evaluated the ventilator and determined that replacing the main pcb fixed the reported issue.

Manufacturer narrative:
The carefusion failure analysis engineer evaluated the main pcba and found multiple transducer fault events in the error log. The unit began to auto cycle with high rate and then alarm transducer fault on top banner. Entered event error log and same transducer failure. Reported problem was duplicated unit has transducer failure with low volume reading. This issue is being addressed with an internal corrective action.